Event description:
A break in the retention dome during traction removal. The indwelling period was 105 days. While the dome was being removed with basket forceps, the user applied a smaller amount of tension during removal.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed, cause unknown. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.